Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2013 patient required medical intervention because of a hypoglycemic event. Receiver performed according to specifications. Patient reported possible usage of acetaminophen. At the time of the call, patient's condition was fine.